Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/17/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/02/2014 with the following findings: the pump powered on with the returned battery cap which was unable to be fully tightened. A power loss was not duplicated. The battery compartment was observed to be cracked from the thread area to the case seal. The pump was exercised for 24 hours with no reboots, loss of power or call service alarms duplicated. The pump was removed from the case and there was no evidence of moisture or loose components inside the pump. There were no alarms related to the complaint during the investigation and no unexplainable power reset events were observed in the black box.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The reporter stated that the patient dropped the pump and that the battery compartment is now cracked. Reportedly, there was no damage to the battery cap and the pump was now experiencing power loss issues, and frequent low battery alarms within days of changing to a new battery. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.